Manufacturer narrative:
(B)(4). Evaluation summary: the flogard infusion pump was serviced on-site. A visual inspection, alarm log review and a power on self-test were performed. During the alarm log review and the power on self-test the f-38 alarm was identified. The cause of the condition was determined to be damaged force sensing resistors (fsrs). The fsrs were replaced to resolve the reported condition. The pump passed all testing and was returned to the customer in good working order. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump presented an f-38 alarm. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.